Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string came off leaving the pessary inside. She was unable to remove the pessary and had to visit the doctor for assistance. The doctor removed the pessary and the issue resolved.